Event description:
It was reported that during an esophagectomy procedure, the instrument would not open and could not be removed. The jaws were pried open and the instrument was removed. The reload remained in place connected to the tissue in the body but was in the open position. The reload was cut out on the distal side of the staple line. Upon examination the staple line was open and torn and jagged. Due to the proximity the tissue has had to be sutured. There was no adverse patient consequence and the patient is fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.